Manufacturer narrative:
Medwatch sent to FDA on 09/08/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, swelling and hard lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported events of skin irritation and edema: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site."

Event description:
Healthcare professional reported after the injection with juvederm ultra xc and juvederm volbella with lidocaine to the lips. Patient developed hard lumps within upper and lower lips and diffuse perioral edema was observed. Patient was treated with hylase and recommended massage with hirudoid. The "amount of filler in the lip is reducing (patient did not want it all hylased, as wanted to preserve some lip volume.)" The patient has "ongoing problems with lumps" in the lips where the "treatment occasionally 'rupturing', resulting in sudden swelling in the area." Patient has been prescribed prednisolone which results in "rapid calming of the swelling." Symptoms are ongoing.